Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the battery cap was completely worn down and could not be removed. The blood glucose reading was 197 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump monitored for several days. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents, passed the self-test, unexpected restart error test and off no power test. No unexpected off no power anomalies noted. No unexpected failed battery alarm anomalies noted. The insulin pump was received with broken battery cap, minor scratched lcd window and cracked reservoir tube lip.